Manufacturer narrative:
Evaluation: the iab and one-way valve were returned for analysis. A datascope sheath was on the iab bladder approx 23 cm from distal tip. The guidewire and pump tubing were not returned. There was a pinch in the catheter approx 22 cm from the bifurcation. The datascope sheath was removed. The sheath was measured and in spec. A vacuum was pulled on iab and held. A guidewire was fed through iab central lumen without resistance. The iab was submerged and pressurized in water; no leaks were detected in iab or bladder. The iab was pump tested, and within 5 minutes, a helium loss alarm-3 was triggered. A DHR re-review was conducted on the iab without findings. The root cause could not be determined with certainty, and no specific conclusion could be drawn. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that after the md switched on the datascope pump, the pump emitted "rapid helium loss" alarms. The iab was removed, and another was not placed. There were no reported pt complications.